Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that some pauses on telemetry was noted on the implantable cardioverter defibrillator. Upon interrogation of the device, multiple episodes of non-sustained right ventricular oversensing due to post paced t-wave oversensing was also noted. The device was reprogrammed. The patient was stable.